Event description:
The customer contacted philips healthcare to report that the user performed a shift/system check while the device was attached to the pt. The customer reported that there was no impact to the involved patient. Note that 5 joules of energy is delivered during a shift/system check for the hsxl defibrillator.

Manufacturer narrative:
(B)(4).